Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported automatic output of the 8 key which was observed during evaluation. This condition was found to be caused by a stuck key on the failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump automatically outputs the 8 key. There was no patient involvement. No additional information is available.